Event description:
The customer returned the unit to service with no specified issue. Upon triage on (B)(6) 2017, after the unit passed recertification, the screen went blank with the power still on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the technician finding that the unit display goes blank at the end of certification was verified. The unit was powered up on battery and passed post. Ac power was connected and unit was observed to charge. Recertification testing was performed. Display went blank toward the end of recertification testing. Unit was disassembled. Visual inspection found no apparent anomalies. A test display was connected. Recertification testing was performed and passed without issue. Original display was reconnected. Recertification testing was performed and unit passed without issue. A feed/flush set was connected and feeding was started. The unit was allowed to feed for several hours. No display issues were observed. The unit was powered off and allowed to sit for two days. Recertification testing was performed again. No further display issues were observed. The most probable root cause is that the technician did not properly secure the lcd connection when recertifying the unit since the display is now in working condition once it was reconnected. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.